Manufacturer narrative:
Follow-up #1 date of submission 09/11/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The keypad buttons responded appropriately. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump primed and filled the cannula multiple times without user programming. The reported noted and there was no indication through troubleshooting that the product caused or contributed to an adverse event. The reporter noted they had lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.